Event description:
The customer reported experiencing multiple occlusion alarms. There was no reported adverse impact on the customer¿s blood glucose level. The customer declined troubleshooting therefore no additional information was obtained.